Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) while pulling out the heartstring, it failed to completely unravel once deployed in the aorta leaving the last 2-3 rings intact. The sutures holding the vein conduit had to be loosened to remove the heartstring. The vein conduit was not torn and the case was completed without further incident. A new device did not have to be used. There was a slight delay. No adverse events were reported.

Manufacturer narrative:
Tw ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Trackwise ID#:(B)(4). Updated sections: b-4, g-3, g-6, h-2, h-6, h-10,h-11. Corrected section : h-6: from "1669" to "1664". A lot history record review was completed for lots 3000386292, 3000376362, and 3000375240 the last 3 lots shipped to the account prior to the event/aware date. For lot 3000386292. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. For lot 3000376362 and 3000375240. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.